Event description:
It was reported that during an unknown gynecological procedure, there was a fluid overload to a pt while using versapoint. Pt was admitted to ICU. Diuretics were used to flush the pt's fluid and she was held overnight in ICU approx 24 hrs after the procedure. Pt was discharged the following day. After further follow-up with the user facility, it was reported that there were nine liters in of fluid and about two liters out. There was approx a seven liter deficit. Besides the fluid overload, the versapoint procedure went fine with no events with the device. Pt was discharged with no further consequence reported.